Event description:
Pt was hospitalized for high blood glucose. Nurse indicated that the high levels were due to the flu. All involved think the insulin infusion pump system is operating according to specifications, but they called the company to determine how to unlock the basal rates to initiate an adjustment.